Event description:
Procedure: breast augmentation. According to the reporter: the surgeon stated that after the third firing the device seem to skip and would not dispense any clips. Also stated that the device would transect the tissue. The device was removed and another unit was used to continue the case. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).